Event description:
It was reported that bradycardia occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging. A 24mm watchman flx pro closure device and delivery system (wds) was inserted and deployed. As compression measurements were being collected, the patient's heart rate dropped to 18 beats per minute. An effusion and perforation were not visualized. The wds was released and the closure device implanted after meeting release criteria. A temporary pacemaker was placed in the patient. The procedure was concluded. The patient was discharged the following day post index procedure. The physician believes the patient experienced a vasovagal episode not caused by the watchman device.